Event description:
Procedure: vat lung biopsy. Reportedly, once the instrument and dlu fired, unable to open instrument jaws. Patient underwent an open thoracotomy. No further patient injury reported.